Event description:
The customer reported via phon call that he had a high blood glucose but not hospitalized. Customer's blood glucose was 417 mg/dl. The customer was treated for high blood glucose. After the troubleshooting was done, the customer was advised that the insulin pump is working as expected. The customer was advised to change set and monitor the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.